Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant stent graft system was implanted in a patient for the endovascular treatment of a thoracic aortic aneurysm of unknown size on a unknown date. It was reported that a patient presented with back pain. A CT scan was done and a type iii endoleak was discovered. The patient was taken to surgery for another valiant implant. No additional clinical sequelae were reported and the patient is reported as being alive.